Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customers site. During functional evaluation of the console, the reported noise/audible complaint was confirmed. The fse topped off the coolant and cycled air up. The console passed full functional and electrical safety testing. It is most likely that the low coolant level was causing the console to make the grinding noise reported by the physician, which led to the procedure being aborted. Based on the information available, and console analysis results, an evaluation conclusion code of cause traced to maintenance was assigned to this investigation.

Event description:
It was reported that the unit was making a grinding noise when turned on. The procedure could not be completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that the unit was making a grinding noise when turned on. The procedure could not be completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.